Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. The device has not been returned for analysis at this time.